Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not complete a remote home monitoring interrogation. The patient was referred to their clinic for an in-office interrogation which was also unsuccessful. A magnet was placed over the device and no beep tones could be heard. A second programmer was used and communications with the device were still unsuccessful. At this point the physician suspected a non-functioning device, therefore explanted and replaced it with a new device. Attempts to interrogate the device after it was explanted were still unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was returned for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case did not reveal any anomalies. It was confirmed that the device had no telemetry and a memory download could not be performed. The device case was opened in order to assess the internal components. Initial electrical testing revealed that the transformer had failed, resulting in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to interrogate this device and absence of magnet tones were due to the electrical overstress damage. This resulted in a high current drain, which depleted the battery more quickly than expected.